Event description:
It was reported that the patient had a large pocket full of fluid at the pump site. There was a leak at the pump connector and catheter. The pump connector was replaced and the fluid was drained. The same pump and catheter remained in place and were intact. The patient experienced loss of pain control. The patient was to return to the clinic for a follow-up. The medication used in the pump was unknown. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that a catheter dye study which was done on (B)(6) 2012 resulted in "visualized segments if intrathecal catheter intact and continuous". A revision took place on (B)(6) 2012 as reported a subsequent leak was discovered. The reporter stated that the "pump was not dosing medication due to leak in the catheter". The patient did require hospitalization due to the event. The patient outcome was reported as "patient recovered without sequelae." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot # l61560, serial # unknown, product type catheter.

Manufacturer narrative:
Product ID 8703w, lot# l61560, implanted: 1999 (B)(6), (per manufacturer device registry), product type catheter. (B)(4).